Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of their insulin pump having a blank display. Customer they fell into water, the device started to vibrate, and the customer removed the battery and dried the device. The customer states the device is not working. The customer's blood glucose level was unknown. The customer states there is fluid under the lcd screen. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly and on the motor also. The insulin pump had cracked case at the display window corner and minor scratched display window.